Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer stated that he was receiving calibration errors. She also reported a blood glucose level of 292 mg/dl, ate a piece of toast and treated with the pump. Nothing further reported.